Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene tibial bearing. The tibial bearing and tibial tray were removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the pitting marks and wearing patterns shown on the components are most likely the result of third body wear between the articulating surfaces.